Event description:
A barostim system was implanted on (B)(6) 2024 where the ipg was placed subcutaneously and secured with two sutures. On (B)(6) 2026 a relocation was performed because the patient experienced discomfort and felt like the ipg had shifted. Upon visual inspection at the revision the ipg appeared well positioned below the scar, with no redness or signs of infection, and sutures still intact. The ipg was repositioned sub-muscularly and secured with two sutures. There were no further patient complications.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. ID# (B)(4)